Manufacturer narrative:
H11. Updated b5 and f10.

Event description:
It was reported that a patient with an edwards surgical valve implanted for approximately four years was being evaluated for a valve-in-valve procedure due to aortic stenosis.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5 and b7.

Event description:
It was reported that a patient with an edwards surgical valve implanted for approximately four years was being evaluated for a valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. If additional information is received a supplemental MDR will be submitted. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with an edwards surgical valve implanted for unknown duration is being evaluated for a valve-in-valve procedure.